Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that an animal underwent a surgical procedure on (B)(6) 2018 and suture was used. During the procedure, the surgeon opened the suture packet, expecting a reverse cutting needle and received a taper cutting needle. The box indicated reverse cutting needles. The doctor used a second like box, which had reverse cutting needles, to complete the procedure. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. An opened box of product with unopened samples was returned for analysis. During the visual inspection of sample, a mismatch between box and the foils was observed. For this reason, a characterization of samples was conducted and the following was observed: foils were examined and no defects were found on the packages. The samples were opened, and the swage and attachment area of the needles were as expected. Also, the samples were examined by needle characteristics for point type, needle type, and needle curvature. Suture characteristic and the product contained in each packet belonged to corresponding product. In addition, the manufacturing and expiration dates were observed. Another box with product was examined and manipulation could be observed. Also, the manufacturing and expiration dates were observed. The manufactured dates were reviewed, and there is a six year difference between the manufacture dates of both lots involved. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the manufactured dates have a difference in the years of the manufacture of both lots. The lots of product and that the box was received opened. It is not possible for the reported complaint to have occurred at the manufacturing sites. The reported complaint is due to improper handling.